Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle was bent before the procedure. Additionally, pressure was noted when passing the needle inside the working channel, resulting in the channel being pricked. The reported issue occurred during a diagnostic endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deformation of the coil sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.